Event description:
The customer reported a leak when using the coulter lh 780 hematology analyzer. The leak was described as an uncontained, reddish fluid leak of over 10 cc under the instrument. There were no instrument generated messages associated with this event. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing a lab coat and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the source of the leak was from tubing that had popped off the quick disconnect (qd1) at port 8. He replaced the tubing on the quick disconnect (qd1) at port 8 which resolved the leak. (B)(4).